Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 52 mg/dl at the time of the incident. The customer reported that this morning he was out in a sensor and it did not stay so he put in another sensor and while his wife was putting on the tape they noticed blood. Current sensor glucose value was 133mg/dl. Current blood glucose value was 206mg/dl. Last blood glucose value entered and time of entry was 137mg/dl. The customer declined troubleshooting for the low blood glucose and stated that it was before breakfast. The insulin pump will not be returned for analysis.